Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: a cable was faulty resulting in a flickering image, the lock was broken, and that adapter was discolored and corroded with some crystal on it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head image flickered. The issue was found during reprocessing after a diagnostic bladder examination. The same device was used to complete the operation and there were no reports of patient harm.